Manufacturer narrative:
Analsysis could not confirm the customer comment that the pacing output was intermittent, the device passed its sigmapace bench tests. It was noted that the device displayed an error code due to its main board alignment and the output connector was replaced as preventive. Analysis confirmed the customer comment about the bottom knob, however the encoder nuts were very loose that made the knobs look like they were broken. The battery drawer was sticky, the hanger assembly, encoder assembly, encoder knobs and main seal were contaminated and the keypad was scratched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator displayed intermittent capture and output and that its bottom selector knob was broken. The generator was returned for service. There was no patient involvement.